Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available for return, device is still implanted.

Event description:
As reported; "about 10 years ago, the patient inserted a t2 supra condilla nail at another hospital, and over the years, the end cap had fallen off and was in the joint. Additional information received: did the loose cap had been loose in the joint during the last 10 years or more recently? It loosen recent years. Any plans for medical intervention to remove the end cap? The information is unavailable, if the end cap is going to remove or not.